Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One 3i t3® with dcd® tapered implant 5/4 x 11.5mm (bnpt5411) and one unknown abutment screw were returned for investigation. Visual inspection of the reported products identified dried bone around the implant, damaged threads and collar from trephine removal and a fractured screw piece stuck inside the implant. The reported implant was measured and was verified to match print specifications. The reported devices were located on tooth # 30 and were implanted for approximately 5 years 5 months. The customer provided x-ray images, however the quality of the images is too poor to make a determination towards the bone loss event. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the screw in the implant fractured. Patient referred pain. The reported device was returned and the reported complaint (screw fracture) was confirmed as a fractured screw was identified during inspection, while the reported event of bone loss could not be verified as the x-rays provided by the customer were of poor quality and medical events are non-verifiable events. A definitive root cause for this complaint could not be determined. The following sections have been updated: device available for evaluation change ¿no' to 'yes.' Device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the screw fractured inside the implant. Tooth location 46.